Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing for prime loop and insulin was squirting out during the prime process. The customer¿s blood glucose was 88 mg/dl. The customer was assisted with the troubleshooting. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.